Manufacturer narrative:
The problem was due to optical fiber connector deformation. After the component replacement the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "optical fiber not detected when connected". No adverse effects to pt were reported.